Event description:
The customer's family member reported several problems with the reservoirs. It was stated that the customer was not able to draw the insulin into the reservoir. Also it was mentioned that when the reservoir was tried, there was not problem drawing insulin.